Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission showed the device was in back-up vvi mode. Programming changes were made and normal function was restored. Device remains implanted. Patient is stable.